Event description:
It was reported that the patient presented in clinic for generator changeout. Upon interrogation prior to procedure, it was found that the atrial lead exhibited low out-of-range pacing impedance, and inappropriate automatic mode switch due to noise over-sensing. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.